Manufacturer narrative:
The issue is consistent with a pipetting issue due to preanalytical sample handling.

Manufacturer narrative:
The investigation is ongoing.

Event description:
The initial reporter received a questionable elecsys cea assay result for one patient sample with the cobas e 801 module. The initial result was <0.300 ng/ml. The repeated result was 2.6 ng/ml. The second repeated result (after recentrifugation) was 2.7 ng/ml. The questionable result was not reported outside of the laboratory. The reagent lot number and expiration date were requested but not provided.